Event description:
On (B) (6) 2010, manufacturer received a phone call informing it that decedent was found by emts in her home. It appeared to emts that decedent had accidentally slipped or fallen from a kitchen chair. Her torso and head were suspended by a cloth necklace that was around her neck and caught on the back of the chair. The coroner's report concluded accidental death by ligature strangulation.

Manufacturer narrative:
The subscriber did not press their personal help button during the fall. It does not appear from available information there was any malfunction of the device. This appears to be a very unfortunate accident.